Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress/kink was confirmed. The reported difficult to advance through the guiding catheter could not be tested due to the condition for the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, factors which may contribute to difficulty advancing/positioning with the guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In addition, factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation or during use of the device. Furthermore, detachment of the device (shaft separation) may be attributed to several factors including, but are not limited to, catheter damage from manufacturing or kinks/bends from handling during preparation/use of the device. Kinks/bends to the shaft can lead to weakening of the stent delivery systems (sds) material such that subsequent application of force or further handling/manipulation can cause a separation. In this case, it is possible the device was not coaxially aligned with the guide catheter during advancement, as resistance was noted, thus causing the reported difficulty to advance, kinking the bayonet and outer member causing the reported deformation due to compressive stress, ultimately causing the noted shaft separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.5x18mm multi-link 8 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a 40% stenosed lesion in the right coronary artery. A 2.75x18mm rx multi-link 8 balloon expandable stent system (bess) was being advanced; however, resistance was felt with the .014 guiding catheter. An unspecified .014 guide wire was used for support and better navigation, but the bess could not advance any further and the shaft kinked. An attempt to use a 2.5x18mm rx mulit-link 8 bess was made but the bess also met resistance with the .014 guiding catheter. After excessive torque, the shaft separated while inside the guiding catheter. The separated portion was simply withdrawn. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis for the 2.75x18mm rx multi-link 8 bess identified that the hypotube and jacket were separated 19 centimeters (cm) proximal to the proximal markers. The return device analysis for the 2.5x18mm rx mulit-link 8 bess identified that the stent implant was dislodged from the balloon. It was previously reported that the stent dislodged in the guiding catheter and was simply withdraw. No additional information was provided.